Manufacturer narrative:
The product was discarded.

Event description:
The user facility reported that the device's vacuum did not work well during a procedure. An unknown amount of blood was collected. The patient did require additional blood.